Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. The patient was interrogated in clinic but this failed to resolve the ble issue. There were no patient consequences reported.

Event description:
Additional information received indicated the patient's application has been reconnected to their ICD, however, no information was provided as to how this was achieved. There were no patient consequences reported.